Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the surgeon that the patient was admitted for possible thrombus. The hospital performed an echocardiogram (echo) which indicated that the patient showed improvement in ejection fraction (ef). The patient was given a tissue plasminogen activator (tpa) for suspected thrombus and rpm was decreased from 8800 to 6800. The pump was explanted with the inflow cannula left in place. At time of explant, a small thrombus was confirmed by the surgeon. It was reported that the explant was for several reasons; per the patient's request and concern for thrombus and recovery.